Event description:
It was reported that filter failed to recapture and was removed in an open state. A sentinel cerebral protection system (cps) was utilized for embolic protection in a transcatheter aortic valve replacement procedure. During the procedure the distal filter was not able to be recaptured prior to removal. Multiple attempts to recapture were attempted but unsuccessful. The sentinel cps was carefully removed from the patient with the distal filter open. A new sentinel was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that filter failed to recapture and removed in an open state. A sentinel cerebral protection system (cps) was utilized for embolic protection in a transcatheter aortic valve replacement procedure. During the procedure the distal filter was not able to be recaptured prior to removal. Multiple attempts to recapture were attempted but unsuccessful. The sentinel cps was carefully removed from the patient with the distal filter open. A new sentinel was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned sentinel cerebral protection system (cps) was received for analysis and the reported event was not confirmed. Functional testing was performed, and the distal filter was able to be fully recaptured using the distal filter slider #3 without issue. Device analysis could not identify any issues attributable to the reported issue of distal filter failure to capture/retrieve.